Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump was empty for 6 months. It was questioned if the pump was still functioning. The patient had been ¿lost to follow-up¿ the past 6 months. There were no patient symptoms. The system was being used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).